Event description:
Routine complaint investigation identifies an incorrect calibration code being obtained after attempts by a customer to calibrate the meter to two different lots of strips. The incorrect calibration code, if used to perform an assay, could result in readings 20% higher at low levels than expected on one of the strip lots. These results under certain conditions, could have adverse clinical effects. No injuries were reported in the field.